Event description:
The hard plastic piece on resmed CPAP (continuous positive airway pressure) airfit n30i nose cushion becomes detached while sleeping. As a results the CPAP no longer functions as intended. In addition, the loose plastic piece presents a choking hazard. I have experienced this issue 5 times. I also change the nose cushion as directed by resmed.